Event description:
It was reported that the patient developed an infection and the pacemaker system was then explanted. The patient was noted to be recovering post procedure. Related manufacturer reference number: 2017865-2019-08921, 2017865-2019-08922.

Manufacturer narrative:
The reported field event cannot be traced to the device. The device was tested on the bench and no anomalies were found.

Event description:
New information received stated that the cause of infection was not known. No new information was available regarding the patient's condition.